Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl; cause was not known. Infusion set and cartridge were changed in an attempt to address bg. Customer went to the emergency room (ER) due to having heart attack symptoms. Customer did not know if the elevated bg was related to pump/supplies or heart attack symptoms. Customer was treated with intravenous insulin/fluids. Lab work was performed. After 4 hours, customer left the ER in stable condition and bg was 360 mg/dl.